Event description:
Pt wore a new pair of contact lenses for approximately 1 1/2 weeks. In 2002 they wore the lenses all day, and in 2002 experienced symptoms of watering, rendess and photophobia. They went to the hospital ER where they were allegedly diagnosed with corneal abrasions due to an ill fitting lens. The same day following the ER visit, the pt was seen and treated by the reporting office. Approximately 2 weeks after this initial visit, the pt was referred to another office that diagnosed keratoconjunctivitis and anterior uveitis. The office reporting the incident indicated that the lenses in question were obtained by mail order and were refilled three times. The prescription is believed to have been expired and the office reports they have never seen the lenses in question on the pt's eyes. They report the pt has not been wearing lenses since the event occurred, but that they have been attempting to refill them since that time. Current status is unknown.